Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had noticed that the display is used to flicker intermittently from which the issue is being resolved by reconnecting the cable. As it had happened number of times in the past , therefore only it is being required to replace the video receiver ribbon cable. Than checked the system performance on iabp trainer and balloon for 30 minutes, which was working satisfactorily. But the battery is getting drained rapidly, which needs to be replace the same. It is also being recommended to replace the safety disk and 5000 hrs pms kit. Working hours: 20,415 hrs. There was no involvement of the patient. Gfe's were performed to get additional information about service but no response received. So, the investigation shall be closed now. If any new information received the complaint will be reopened and update it.

Event description:
It was reported during inspection visit by getinge field service engineer, that the cs100 intra-aortic balloon pump (iabp) display used to flicker. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) required an inspection. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.